Event description:
It was reported that the 9600 system would not boot prior to a case. The 9800 sys also had a precharge voltage error message. No pt injury was reported.

Manufacturer narrative:
The reported issue is currently under investigation. A follow up report will be filed when add'l details become available.